Event description:
The patient had one lesion was treated in the prox lad and one endeavor sprint drug eluting stent was implanted. It was reported that approximately 3 years from the index procedure, patient death was occurred and cause of death was non sudden cardiac death. Death was not associated with an mi and there was no evidence of stent thrombosis. The patient was admitted with complaints of shortness of breath and weakness. Chest x-ray showed pulmonary edema. Patient was treated for worsening pulmonary fibrosis and the patient changed code status to dnr.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death).